Manufacturer narrative:
H.6. Investigation: customer returned (3) loose 1/2cc, 12.7mm, 30g syringes with part of the shelf carton from lot # 9266915 and (3) loose 1/2cc, 12.7mm, 30g syringes with part of the shelf carton from lot # 0118309. Customer states that the needle bent and states that the hub separates. All returned syringes were examined and one sample exhibited a bent cannula. All returned syringes were examined and two samples exhibited the hub-needle/shield assembly separated from the barrel. A review of the device history record was completed for batch# 9266915. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. A review of the device history record was completed for batch# 0118309. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [(B)(4)] noted that did not pertain to the complaint. Root cause is user related. The cannula was bent during use of the product by the customer. Root cause for this defect cannot be determined for hub separation CAPA#1630423 was initiated.

Event description:
It was reported while using bd ultra-fine¿ insulin syringes the hub separated from device. The following information was provided by the initial reporter: it was reported hub separates.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9266915, medical device expiration date: 2024-09-30, device manufacture date: 2019-09-23. Medical device lot #: 0118309, medical device expiration date: 2025-05-31, device manufacture date: 2020-04-27. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported while using bd ultra-fine¿ insulin syringes the hub separated from device. The following information was provided by the initial reporter: it was reported hub separates .